Event description:
The customer reported via phone call that he experienced high blood glucose. The customer's blood glucose was 401 mg/dl. The customer treated his blood glucose with manual injections. The customer explained that he had been off the insulin pump and that he had experienced a bent cannula the day prior. The customer confirmed the issue did not result in a serious injury or hospitalization. The customer explained that the insulin pump had been dropped. The customer explained that the insulin pump passed the self test as well as the displacement test. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.